Manufacturer narrative:
The impella cp pump was discarded by the customer and data logs were not received. An evaluation will be performed and a final yoshiki will be filed.

Event description:
The complainant reported an (B)(6) year-old japanese male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that impella was inserted into the lower limbs without angiography. The pump was removed the next day and it was not possible to hear with doppler before the removal. Therefore, the lower limb became ischemic. Ischemia resolved and no further issues were reported.